Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the objective gluing missing, the objective lens unit scratched, the distal body worn out, the nozzle gluing discolored, the suction channel kink, the bending rubber non-pentax work/parts, the insertion flexible tube (ift) non-pentax work/parts, and the light guide fiber bundle (lcb) non-pentax work/parts; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).